Event description:
It was reported that the device was used during a laproscopic gastric bypass. On the first firing, the staple line leaked. The staple line was not complete. It was oversewn and another device was used to complete the case. There was consequence to the pt.